Event description:
Additional information received from a manufacturer representative. When asked for the ins serial number, implant date of the ins, cause of the issue, and actions taken/resolution for the issue, the representative reported that this information was unknown; the patient had not shown up for a follow-up appointment. No further data was available and at this time, no appointment was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is month and year valid. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient was experiencing faster implanted neurostimulator (ins) battery depletion, patient was implanted 4 years ago. The patient is receiving good therapy. The manufacturer representative (rep) mentioned that the battery estimation claims the recharge interval should be 6-7 days. Whereas in fact the battery discharges within approximately 2 days. For example, on the (B)(6) the battery was charged from 30% to 100% and on (B)(6) the battery was depleted to 40% again. The ins was programmed with 2 groups, each 1 program: 1000 hz, 220us and 150us and 2ma. Program 1, two negatives one positive electrode and program 2 one negative and one positive electrode. Cycling is programmed and turned on with settings 20 min on - 30 min off. There are no impedance issues, and everything is around 1000 ohm. When the patient has stimulation off, they do not immediately notice this by any symptom return. However, the rep wondered why the ins depletes still relatively fast. An estimation was performed of the recharge interval based on the above settings and an arbitrary impedance value of 1000 ohm (the interval is calculated per group. The estimated interval is in case all settings and impedances stay the same and the ins is used 24 hours/day). Please find here below our results; with cycling on: a: 6.3 days, b: 8.5 days. With cycling off: a: 2.9 days, b: 4.2 days. From what was understood, group a was currently active (e.g. 6.3 days cycling on, 2.9 days cycling off). Considering the above information, it might be possible that cycling was actually turned off. This would result in an estimated recharge interval of 2.9 days. Having cycling turned off, could explain why the ins depletes faster than expected. The issue has not resolved. Additional information was received. It was confirmed that the ins depleting faster began in early (B)(6) 2024. Notified date, and hcp information confirmed. It was stated that cycling was programmed and turned on all the time, and the patient did not turn off. On (B)(6) 2024: patient was asked to document date and time when charging and battery percentage. Patient will get another appointment in (B)(6) 2024 to have system checked again, patient logs will be obtained on that date.